Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion third party service center could not duplicated reported malfunction. The service technician replaced the power board as a precaution and processed model lap top ventilator 1150 through service. Power board was returned to carefusion and currently being evaluated. At this time, root cause is not available. Follow up report will be submitted with results of investigation.

Event description:
The customer reported model lap top ventilator 1150 reset while connected to a patient. The unit displayed reset alarm (ln vent). The customer confirmed there are no allegations of patient injury or harm associated with the reported malfunction.